Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, while cause of damage was unknown and thought to be due to normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and directed return of damaged pump using pre-paid label within specified timeframe.